Manufacturer narrative:
Concomitant medical products: lead 5076-52, implanted: (B)(6) 2012. Lead 6947m62, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance warnings in (B)(6) 2017 and (B)(6) 2017. The lead remained in use with no patient complications have been reported as a result of this event at that time.